Event description:
It was reported that the marker band on the sheath of the recovery cone removal system allegedly moved. During a scheduled filter retrieval procedure, the recovery cone was being advanced in the patient; however, the physician noticed that the radiopaque maker band had moved approximately 6 cm from the tip. Therefore, the physician removed the catheter and another system was used without any complications. The retrieval was completed successfully without any injury to the patient. Reportedly, the physician performed a cavagram using a 5f pigtail catheter and subsequently advanced the recovery system without pre-dilating the site.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The event investigation is currently underway. It should be noted that it was reported that only a 5f pigtail catheter was used and the site was not dilated prior to insertion of the catheter. The current instructions for use for this device state: "pre-dilate the accessed vessel with a 12f dilator."